Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for the past 6-8 weeks, the recharger has been turning off while recharging the implanted neurostimulator. The patient stated that they get the 1707 error message and have to troubleshoot with the recharger to get their ins from 80% to 100% . The patient stated that when they are recharging they have an excellent connection but then the 1707 error will show up. Agent reviewed 1707 message. The patient mentioned that they are not very good with things, so they don't know if there's something wrong with the device. Patient reports that they sit very still while charging. The patient also mentioned that their therapy had unknowingly been turned off. The patient was currently at their doctors appointment and they stated that their doctor reported that their device likely turned off because of recent scanning that the patient underwent. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID wr9220 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.